Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2021 to 29- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med application had some issues. Technical support specialist repaired the med application and rebooted the system to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message when user tried to remove medication. Customer stated that user had to log out and log back in to the device to remove the required medication, fentanyl. No other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's medapplication crashed. A technical support specialist repaired the medapplication and rebooted the station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message when user tried to remove medication. Customer stated that user had to log out and log back in to the device to remove the required medication, fentanyl. No other information was released. There were no adverse events or injuries reported based on this event.